Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement and catheter entrapment occurred. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, during procedure, the device was disassembled and was trapped in the guide catheter. The system was removed and replaced and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement and catheter entrapment occurred. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, during procedure, the device was disassembled and was trapped in the guide catheter. The system was removed and replaced and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 28 x 3.50 mm was returned for analysis without the delivery system. A visual examination of the returned stent found that the it was damaged on its entire length, but it did not appear expanded. The damage consisted of a stretching of all except 8 strut rows located at one end of the stent, these 8 strut rows were however noted to be compressed. The balloon could not be reviewed as it was not returned. The tip of the device could not be reviewed as it was not returned. The hypotube shaft could not be reviewed as it was not returned. The shaft polymer extrusion could not be reviewed as it was not returned. No other issues were identified during the product analysis.